Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator for pain stimulation experienced significant pain throughout the day. The patient discovered that all settings on the implantable pulse generator were at 0.0 for all programs, despite not having adjusted them personally, and suspected the settings changed on their own. The patient had charged the implant the previous night as part of their daily routine. The agent reviewed information about programming and potential electromagnetic interferences. The patient recalled that the intensity was previously set at 4.2 and was able to adjust the stimulation settings. The agent suggested turning the programs back up and monitoring the issue. The patient was advised to contact their healthcare provider for further assistance if the issue persisted and was informed about the possibility of having the device reprogrammed by a representative.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.